Manufacturer narrative:
H6: investigation summary it was reported the luer-lock part at the end of the 100cm bd connecta seems contaminated or damaged. To aid in the investigation, one photo was provided for evaluation by our quality team. A visual review was completed and there is a white spot of foreign material in the fitting component. This defect could occur if excess solvent is used when inserting the fitting tube. A device history record review was completed for provided material number 394971, lot 3018068. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were also evaluated, and no problems were found. Based on the investigation, bd was able to confirm the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that 2 of the connecta wht 360deg valve tb 100cm experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated to english: the luer-lock part at the end of the 100cm bd connecta seems contaminated or damaged. On the next sterile package I opened it was the same.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11-jul-2023 h.6. Investigation summary: it was reported the luer-lock part at the end of the 100cm bd connecta seems contaminated or damaged. To aid in the investigation, one sample and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the defect was found. A visual review was completed of the photo and there is a white spot of foreign material in the fitting component. This defect could occur if excess solvent is used when inserting the fitting tube which causes the white stain in the component. A device history record review was completed for provided material number 394971, lots 3018068 and 2335438. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were also evaluated, and no problems were found. A notification was generated to personnel about the defect in which the follow-up of our control plan was mentioned which requires a visual inspection of the material during the assembly process. To date, there have been no other similar events reported for these lots. Based on the investigation, bd was able to confirm the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the connecta wht 360deg valve tb 100cm experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated to english: the luer-lock part at the end of the 100cm bd connecta seems contaminated or damaged. On the next sterile package I opened it was the same.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the connecta wht 360deg valve tb 100cm experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated to english: the luer-lock part at the end of the 100cm bd connecta seems contaminated or damaged. On the next sterile package I opened it was the same.